Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. The reporter informed the company that the product was unavailable for return.

Event description:
Head of a flexisoft broke during brushing [device breakage] no adverse event [no adverse event]. Case description: a female consumer of unspecified age reported via phone on (B)(6)2017 that the head of an oral-b flexisoft brushhead broke while she was brushing with an oral-b rechargeable toothbrush, version unknown. This was not the first time the consumer had used this particular type of brush head. No symptoms developed.